Manufacturer narrative:
This report is being filed under exemption (B)(4). On behalf of the importer (B)(4). When reviewing reportable events less than two cases per year with a similar fault description (patient slip/fall from calypso device) was found. Taking into consideration about (B)(4) the trend observed for this failure mode is considered to be low. We were not able to find any deficiency with the device. This means that the calypso device was up to specification when the incident took place. The device was being used for patient handling and in that way contributed to the event. From our evaluation it appears a number of use errors caused the event. The most relevant use error related with the safety belt not used: it is stated in the instruction for use (0.4cd.03 rev. 2): "the safety belt should be used all the time when the resident is moved". "Warning! Make sure the patient is sitting straight upright in the middle of the seat". We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be an user error as the received information and our evaluation as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed. It appears very unlikely that there will be any patient or caregiver at risk.

Event description:
Reference importer # (B)(4).